Event description:
It was reported that the customer received a no delivery alarm from the insulin pump during a bolus delivery. It was reported that a set change resolved the alarm. The customer was advised to call immediately when issues like this arose in order to properly troubleshoot. The customer's blood glucose value was unknown. Nothing will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.